Manufacturer narrative:
One device was returned for analysis of complaint of "error 41786." Investigation of the service history of this device shows that this device has not been in for service yet. Physical examination of device found no defects/ discrepancies. The reported problem was confirmed with pump displaying error code 41786. Probable cause of complaint was the main board, and the main board was replaced. Resolution of the reported issue was confirmed. The device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
It was reported the pump displayed error 41786. There was no reported patient involvement. No patient harm was reported.